Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated ¿failed leak down (test)¿ issue was confirmed functionally. Device was opened and the leak isolated by pinching tubing at the input port of the nano assembly. Vacuum was then re-applied and the pressure was held, indicating the leak is internal to the nano assembly itself. - supplier issue ¿ nano assembly is defective. - product fi report is to be uploaded to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed leak down. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed leak down. There was no patient involvement.